Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate and observed the doppler had a very weak signal. The stm replaced the doppler and tested the system for twenty-four (24) hours to see if any alarms occurred. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the doppler on the cardiosave intra-aortic balloon pump (iabp) was defective and had a low volume. It is unknown under which circumstances the event occurred. However, no patient involvement or adverse event was reported.